Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump was received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose was 7.2 mmol/l at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.